Event description:
The pt reportedly experienced no lock. External equipment was exchanged and programming adjustments were made; however, it did not resolve the issue explant surgery will be scheduled.